Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had strange noise and detect a burning smell. The customer¿s blood glucose was unknown. Customer stated that the display window was burned inside and keypad damage. Customer stated that battery used was a lithium model. The device will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with incorrect serial number. Model number has been updated with correct information.